Event description:
Sent home from hospital with pic line in upper left arm to be used to self-administer antibiotics to treat pelvic abscess - result of full hysterectomy complication during 2007 surgery. Facility brought supplies, including pre-filled syringes of heparin to be used pre and post dosage of antibiotics on a daily basis. Within a few days, severe abdominal cramps - doubled over in pain. Gynecologist referred me to gastrointerologist who treated me with 'syban' to slow digestion - assuming trouble was from post-surgical and antibiotic reaction. Pic line removed the following month. I was also treated for bladder infection followed by pulmonary embolism eight days later, whereby I was given more heparin in good samaritan hospital, released four days later. Stopped taking syban two months later. Still fighting occasional bladder infection. Dose or amount: 3-5 ml, frequency: 2x day, route: it. Dates of use #1 - one month in 2007. #2 - six days in 2007. Diagnosis: #1 - used to clear pic line pre & post antibiotic. #2 - treatment for pulmonary embolism. Event abated after use stopped: #1 - yes, #2 - yes. Heparin one month in 2007, heparin four days in 2008.